Event description:
Intended use: saline solution is a diluent used for manual preparation of organism suspensions, prior to identification and antimicrobial susceptibility processing with vitek® 2 instruments. The vitek 2 0.45% sodium chloride diluent - 417820 is not manufactured by biomérieux. This item is a third-party product manufactured by pisa. Issue description: a customer in austria notified biomérieux of user harm related to vitek 2 0.45% sodium chloride diluent (ref. 417820, lot q2410028 , exp date 01-april-2026). User was injured while modifying a new vitek 2 0.45% sodium chloride diluent to be placed in the vitek 2 xl as the mounting hole was too small to fit onto the mounting pin in side the instrument. The user attempted to enlarge the hole with scissors. During this scissors use, user was injured; she obtained a finger laceration which needed to be sutured and underwent treatment. User is unable to work for three weeks. Note: the product, vitek 2 0.45% sodium chloride diluent - 417820, did not directly cause the injury. The use of scissors by the customer to modify the saline bag was the cause of the injury. Customer also indicated that the user manual states that the saline bag hole needs to be placed on the pin inside the instrument to place the bag correctly. As this was not possible without excess force and manipulation, customer used the scissors to enlarge the hole to be able to put the bag hole on the pin. Biomérieux global industry customer service stated that as there is no mention in any of biomérieux official documentation to use scissors, and after analysis of video provided by the customer, the user should have requested help rather than using scissors to install the bag. The use of scissors is considered to be off-label use and user error. In alignment with biomérieux (B)(4), biomérieux vigilance operational team (vot) requested the biomérieux third party products (tpp) team to notify pisa of this issue due to the claim of an injury. Note: pisa is a cmo (contract manufacturing organization) for the saline bag, and the bag is acquired by pisa through a supplier (pympsa).